Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in hospital for scheduled lead revision. The right ventricular lead had a history of oversensing of noise for the past year. The noise could be reproduced with isometrics and pocket manipulation in both unipolar and bipolar sensing configurations. All other electrical measurements were normal. The lead was capped and replaced successfully on (B)(6) 2016. The patient's condition was stable post procedure and would continue to be monitored.